Event description:
It was reported that temperature was not reading on the device. The user confirmed that the temperature probe was in temperature 1 outlet. The user had already switched out cable and temperature still not reading. Another probe was placed and then temperature appeared on arctic sun. Therapy continued.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that temperature was not reading on the device. The user confirmed that the temperature probe was in temperature 1 outlet. The user had already switched out cable and temperature still not reading. Another probe was placed and then temperature appeared on arctic sun. Therapy continued.